Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the monitor would not store values. The device turned off and on a couple of times. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.